Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: samples received: 5 unopened pouches. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. There are previous complaints of this code/batch. There are no units in OEM stock. All packs received are tight. The needle attachment of the samples received was tested and the results do not fulfil the requirements of the OEM. Needle attachment results conducted on samples before releasing the product fulfilled OEM requirements. Final conclusion: the complain is corresponding (justified). Corrective/preventive actions: OEM has opened a corrective action in order to avoid this kind of incidents in the future.

Event description:
Country of complaint: (B)(6). Needle separated from thread inside package.